Event description:
It was reported to boston scientific corporation in 2009, that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day. According to the complainant, a flexima stent was being placed when the introducer became stuck to the stent and broke, leaving part of the introducer and guidewire inside the stent. After several attempts, the site was able to deploy the stent, and remove the introducer, catheter and guidewire. The procedure was completed with the same flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(Forceful removal of deployment system). The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis. If from that review further relevant info is identified, a supplemental medwatch will be filed.